Event description:
No additional information provided at this time.

Manufacturer narrative:
Additional information: investigation ¿ investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. New pe as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: pulmonary embolism. Filter or filter fragment migration and (or) embolization (e.g., movement to the heart or lungs) has been reported. Filter or filter fragment movement has occurred in both the cranial and caudal direction and may be either symptomatic or asymptomatic. Potential causes may include filter placement in ivcs with diameters smaller or larger than those specified in these instructions for use; improper deployment; deployment into thrombus; dislodgement due to large thrombus burdens; and (or) excessive force or manipulations near an in situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: filter migration, trauma to adjacent structures. Unknown if the reported blood clot/dvt and death are directly related to the filter and unable to identify a corresponding failure mode at this time. The following allegations have been investigated: pe, migration, blood clot/dvt, death. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Exemption number e2016032. (B)(4).

Event description:
Patient allegedly received an implant on (B)(6) 2011 via the right common femoral vein due to blood clots. Patient alleges migration, blood clot. Patient reported to have expired (B)(6) 2015.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of (B)(4) (importer). Patient code:thrombus (2101)- listed in the IFU. Device code: migration of device or device component (1395)- listed in the IFU. Name and address for importer site: (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred. Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of (B)(4) (importer). Name and address for importer site: (B)(4).

Event description:
Additionally alleged, post implant deep vein thrombosis (dvt). Per death certificate, dated (B)(6) 2015, "the cause of death is due to pulmonary embolism."

Event description:
On (B)(6) 2011, implant report: "...the right common femoral vein vas entered with a needle... Under fluoroscopic guidance, the vena cava filter delivery system was negotiated to just below the level of renal veins and subsequently a filter successfully deployed within the infrarenal ivc." On (B)(6) 2015, post mortem report: "it is my opinion that death was caused by pulmonary embolism due to deep venous thrombosis of the right leg. There was a history of morbid obesity (which contributed to death), previous pulmonary embolism with placement of an inferior vena cava filter, high blood pressure, bipolar disorder, and depression. The decedent was admitted to the hospital for an intentional pill overdose, where the decedent admitted to taking an unknown quantity pills that included but may not limited to: amitriptyline, benztropine, lamotrigine, fluphenazine, and clonazepam. She was diagnosed with an acute kidney injury, dehydration, and metabolic abnormalities, all of which resolved, as well as uncontrolled high blood pressure and a systemic inflammatory response syndrome. Her hospital course was complicated by her agitation and lack of cooperation with her treatment and care. She had a witnessed collapse while walking to transport in the hospital, could not be resuscitated, and was pronounced dead about 4 1/2 days after admission. Autopsy revealed blood clot in the deep veins of the right leg (thrombi). Some of this clot dislodged, traveled through the circulation, and blocked the blood flow to both lungs (emboli) and resulted in sudden death. A filter was in place in the inferior vena cava that contained blood clots. Autopsy also revealed a greatly enlarged heart with thickening of its wall due to high blood pressure and dilatation of its chambers, and fatty change of the liver. Postmortem toxicology was noncontributory."

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information has been provided at this time.

Manufacturer narrative:
The following fields were updated per additional information received: investigation: investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Catalog number and lot number are unknown; however, there is no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. The following allegations have been investigated. Blood clot/dvt. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). D4) catalog# is unknown but referred to as cook gunther tulip filter e3) occupation: non-healthcare professional g1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating ¿gunther tulip filter implanted". Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Unknown if reported patient death is related to the filter. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava

Event description:
Description of event according to short form complaint filed: it is alleged that "[pt] received a cook gunther tulip filter on (B)(6) 2011". Patient outcome: patient is deceased